Manufacturer narrative:
It was reported to abbott, while undergoing a permanent implant procedure, the patient suffered a health complication. The physician decided not to proceed. Some products were opened and used before the doctor's decision. No product was implanted. All event information pertaining to this device has been reviewed and no product investigation is necessary at this time as the circumstances of the event have not been attributed to the implanted system.

Event description:
It was reported that during permanent implant procedure on (B)(6) 2024, patient experienced a health complication of having low oxygen. In turn, patient was intubated, and procedure was abandoned. Patient has since recovered.